Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted because the device would not inflate due to fluid loss. A new ipp device was implanted. Additional information received states there was a hole found in the balloon. The "device was fairly old and the md had no other information regarding the complaint."